Manufacturer narrative:
Zoll has not received the autopulse platform in complaint for investigation. A supplemental report will be filed if and when the product is returned and investigation has been completed.

Event description:
As reported, during shift check the autopulse platform (sn (B)(4)) displays error message user advisory (ua) 16 (timeout moving to take-up position). The user was unable to resolve the issue. No patient was involved with this event.

Manufacturer narrative:
The customer reported complaint for the platform displaying an error message user advisory (ua) 16 (timeout moving to takeup position) was confirmed during initial functional testing and archive review. Drive train motor was replaced to remedy the fault. As part of routine service during testing, the platform was examined and unrelated to the reported complaint, front enclosure was observed damaged, battery lock was bent and the pdb (power distribution board) needs to be replaced with the current revision. Front enclosure, battery lock and pdb (power distribution board) were replaced to remedy the issue. The autopulse platform is a reusable device and was manufactured in 2011 and has exceeded its expected service life of 5 years. Therefore, this type of physical damage found during visual inspection is characteristic of normal wear and tear for the life of the device. The returned platform never had the preventive maintenance performed for 8 years. The platform failed the initial functional testing due to error message user advisory (ua) 16 displayed when the platform was powered on. The archive data review indicated error message user advisory (ua) 16 on customer reported date. Historical complaints were reviewed for service information related to the reported complaint and there was no previous history of reported complaints for autopulse sn (B)(4).